Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a calibration error, a change sensor alarm and the sensor stopped working. Customer stated alarm did not occur shortly after performing a find lost sensor. Customer also stated there was not an incorrect blood glucose or delayed entry. The alert did not occur as a result of the first calibration attempt. The blood glucose reading was 153 mg/dl. Nothing further reported.